Event description:
It was reported that the patient received an inappropriate shock for atrial fibrillation. The egm was not available. The device was reprogrammed. The patients condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.